Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history on the listed parts revealed no prior complaint for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical evaluation was conducted and without the explant, the revision report, or the requested clinical information the root cause of the dislocation cannot be concluded but the inclination of the acetabular cup could be a factor. The future impact to the patient beyond the revision can't be concluded. No further clinical medical assessment is warranted at time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to dislocation. The femoral head and acetabular liner were exchanged.